Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 370 mg/dl and current blood glucose value was 225mg/dl. The customer woke up with high blood glucose and has not being able to lower it. Customer reported that the high blood glucose levels began on her/his sleep and contact their healthcare professional, left a voicemail. Customer did troubleshoot for high readings. Troubleshooting was performed.